Event description:
It was reported that the patient faced infusion set tape not sticking event on (B)(6) 2026 due to accidentally pulled out. The blood glucose level was high, and the patient was treated with bolus delivery.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.